Manufacturer narrative:
On 10/22/2018, mentor received additional information about the event. The patient¿s explanted devices were not replaced. On 10/25/2018, the mentor product analysis lab has received the device for evaluation. On 11/16/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the gel contained in the device appears clear. Black material was observed within the device. Gel was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 1.6 cm within an area of siltex cracking on the posterior aspect. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the htv (high temperature vulcanization) shell of siltex breast implants. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the black material found on the device. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. Mentor performs 100% inspection and testing of all devices prior to release. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation procedure with a mentor memorygel breast implant 375cc gel breast prosthesis (left device) and a mentor memorygel breast implant 325cc gel breast prosthesis (right device) when both prostheses ruptured after implantation. Bilateral rupture was confirmed by ultrasound. In addition, the patient developed capsular contracture (baker grade IV) in her left breast. Patient also experienced pain in her shoulder and back. As a result, the patient underwent bilateral explantation on (B)(6) 2018. This medwatch is for the right breast prosthesis.